Event description:
Customer complains an internal blood leak 10 minutes into treatment. A blood loss of less than 30 ml was reported. No pt harm and no medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fiber. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.